Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-27067 - device 7 of 7.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that, the patient faced issue with 7 infusion sets cannnula being kinked over past two weeks and two events on (B)(6) 2024. This issue led to an increase in blood glucose level for which the patient recieved treatment of correction bolus via pump.the sets was found to be kinked few within three hours and other for 3 or more hours after insertion, after being in use for 1-2 days. Furthermore, the patient confirmed the introducer needle was ahead of the cannula prior to insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.